Event description:
My name is (B)(6). I am the power of attorney for my father, (B)(6), who used your CPAP(continuous positive airway pressure) machine for the years leading up to his death on (B)(6) 2022. He constantly complained about the quality of this machine and its ability to help his breathing. Over several years he was having increased ability to breathe or catch his breath doing normal activities, which might have been a result of the air he was breathing at night through your CPAP machine.